Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.

Event description:
Customer states: prior to use, a doctor found that the cuff inflated asymmetry. Also when it was deflated, it still asymmetry. No patient involvement.

Manufacturer narrative:
The batch paperwork was reviewed and confirms the lot was manufactured to meet all blueprint specifications and quality requirements. The sample was received for evaluation. Visual and performance investigation could not verify the reported issue. (B)(4).